Event description:
Additional information received from the consumer reported that the circumstances that led to only feeling stimulation in a certain posture were that the incision was unhealed yet. The steps taken to resolve the reported issue were that the healing was complete.

Event description:
The consumer reported they had met with a manufacturer representative (rep) the day prior to the report, and by the time they got home it wasn't working that well. It was stated they only felt stimulation when they were in a certain posture with their head back, and they couldn't maintain that one posture all of the time. It was noted that the target stimulation area was right hip and tailbone going all the way down right leg. The consumer stated when they met with the rep they were still in pain, surgical pain from receiving the implant, that they couldn't get in the position that the rep suggested for programming, and the rep mentioned that this could affect the programming. Indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.